Event description:
As reported by the edwards field clinical specialist, at the transcatheter aortic valve replacement (tavr) procedure during deployment of the valve, the balloon on the retroflex 3 (rf3) delivery system ruptured. There was moderate paravalvular leak which was reduced to trace by post dilating with another rf3 delivery system. The patient remained stable throughout the procedure without any residual complications.

Manufacturer narrative:
The complete product analysis will be provided upon completion of the engineering evaluation. The device in this case was returned. The preliminary engineering evaluation revealed the information listed below: engineering confirmed a burst that is mostly longitudinal. Some jagged edges are present. A long, very small scratch were confirmed on the balloon. Unrelated to the burst though. (Different location). Measurement of the balloon wall thickness was within specification. No non-conformance is suspected. The balloon burst is likely related to the patient's anatomy. Evaluation of this device is ongoing.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
(Method, result and conclusion) was revised. The retroflex 3 (rf3) delivery system was returned to edwards for evaluation. Upon receipt, the delivery system was noted to be used with a balloon tear. During visual inspection, a longitudinal tear was observed along the length of the balloon. The visual inspection of the longitudinal tear line revealed some scratches but no fish eyes or gel spots at the tear location. Dimensional analysis was taken for the single wall thickness at the distal, middle, and proximal sections of the working length of the balloon; all measurements met specifications. Review of the complaint history from (B)(4) 2011 through (B)(4) 2012 for the retroflex3 (models 9120fs23 and 9120fs26) delivery systems revealed (B)(4) similar complaints where the devices were returned. For these complaints, the engineering evaluation did not reveal any manufacturing non-conformities and the probable root causes pointed to patient anatomy. The application failure modes and effects analysis (afmea) addresses several potential harms associated with balloon bursts. If the delivery balloon bursts during valve deployment, there is potential for an incompletely deployed valve which could result in embolization of the valve or paravalvular leak, all of which may cause significant hemodynamic compromise. In this case, the valve was deployed successfully and there was no implication to the patient. The instructions for use (IFU) for the device and edwards training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint was confirmed for balloon burst. The evaluation of the device revealed no manufacturing non-conformities in the returned samples that could have contributed to the reported event. The balloon is 100% visually, dimensionally, and leak inspected and tested per standard operating procedure which makes it highly unlikely a damaged or out of specification balloon component is the cause of the reported event. Additionally, burst pressure is tested on a sample size per lot. The multiple scratches present on the balloon are likely due to patient calcification and the scratches are located away from the tear line, thus, do not appear to have contributed to the burst. In addition, the balloon is inflated to ensure proper size and inspected for mechanical damage. Technical summary (B)(4), the risk of a balloon burst in a calcified aortic annulus, states that deployment balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus via open cell impingement or stress concentration . It is possible that the rupture and scratches were caused by puncture from a calcium deposit on the native annulus. Review of complaint history for (B)(4) 2012 did not reveal that occurrence rate exceeds control limits for this failure mode. Sincere there is no confirmed manufacturing non-conformance a corrective action is not required at this time.

Manufacturer narrative:
Device availability was updated. Method, results, and conclusion were updated. The retroflex 3 delivery system was not returned for evaluation. The DHR review of the effected device was reviewed and the device was found to meet manufacturer's specifications prior to release for distribution. Balloon rupture is a known potential risk associated with transcatheter valve deployment. Reference technical summary 28274 risk of balloon burst in a calcified aortic annulus: conclusions: in order to investigate reports of balloon burst, this technical summary aggregated all relevant historical complaint data and summarized the associated engineering evaluations performed since (B)(4) 2008. This analysis confirmed that the rate of balloon burst complaints has been well below the applicable control limit and within the occurrence ranking per internal risk analysis documentation; this exercise also revealed that the balloon burst complaint rate has exhibited a significant decline since 2008. Review of all device investigations performed for balloon burst complaints confirmed that no clinical adverse events have been attributed directly to balloon burst. This technical summary outlined the engineering rationale for the link between a heavily calcified aortic annulus and increased risk for balloon rupture, and also presented fluoroscopic imagery from balloon burst complaint cases which supports this hypothesis. Finally, a literature review revealed that even though historical balloon burst rates in a (B)(4) registry were significantly higher than internal balloon burst rates, no correlation was observed between balloon burst and clinical adverse events or reduced functional outcomes. Given the information presented in this technical summary, the current trending rates of balloon burst complaints can be deemed a clinically acceptable. Moving forward, future balloon burst cases will continue to be investigated thoroughly and complaint rates will be monitored against the appropriate occurrence ranking per internal risk analysis documentation. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.